Manufacturer narrative:
Additional information: sections b.3 & d.6b. Advanced bionics considers the investigation into this reportable event as closed. In 2014 the recipient had experienced wound dehiscence the recipient underwent a temporoparietal fascia (tpf) procedure. Antibiotics (types unknown) were prescribed; however, the issue did not resolve. On (B)(6) 2019, the recipient underwent explant surgery and wound washout. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly explanted due to recurring infections. The recipient was a non user of the device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.